Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. When tested via pacing system analyzer (psa) the lead exhibited high out-of-range pace impedance measurements in multiple positions. The lead was extracted and procedure completed with the implant of an alternate lead. No adverse patient effects were reported.